Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an infection under the lifevest. Patient described the area as red, warm to the touch and smells of bacteria. There was no alleged device malfunction contributing to the infection. The patient reported being in a nursing facility, but there is no indication of medical intervention specifically for the infection. Reporting out of an abundance of caution. Patient reported that the infection is getting better.